Event description:
There was an allegation of questionable elecsys hcg test system results for 1 patient sample on a cobas e 411 immunoassay analyzer. The initial result was 19284 miu/ml. The result was reported outside of the laboratory. The doctor questioned the result and the sample was repeated. The repeat result was 133384 miu/ml. The reagent lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer replaced the bead mixer and a mixing needle and adjusted the reagent mixing frequency. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.